Event description:
It was reported the patient presented for implant procedure. During surgery, the ventricular leadless pacemaker (lp) exhibited low pacing impedance after fixation. The impedance improved and the lp was implanted. The patient was in stable condition.